Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Additional device information unknown. PMA/510(k) number not available. Device manufacture date not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the screw fractured inside the implant leading the implant removal due to the inability to remove the fractured screw from the implant.